Manufacturer narrative:
Per the instructions for use (IFU): high watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). . This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient while in the hospital for a driveline revisions (already reported) had a large power spikes occurred with increasing power. It was also reported that the patient had a confirm pump exchange on (B)(6) 2017. No additional information available.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption starting on (B)(4) 2017 to a peak of 9.9w on (B)(4), 2017 outside of normal power consumption and multiple high watt alarms. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the upper and lower housing ceramic surfaces and on the matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported from the site that the patient while in the hospital for a driveline revision (already reported) on (B)(6) 2017 with fever, malaise and was taken to the intensive care unit where the patient had a seizure and confirmed cerebral vascular accident (cva) on computed tomography (CT) exam (previously reported). Patient was then stated to have had a likely lacunar infarct on (B)(6) 2017. The same day the patient underwent a driveline incision and drainage (I&d) which went well. Patient also has high lactate dehydrogenase (ldh), in the thousands which started to increase around (B)(6) 2017 and peaked to 7700 on (B)(6) 2017. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that on (B)(6) 2017 the patient had a sudden increased in lactate dehydrogenase (ldh) on the same day and continually increased to (B)(6) 2017. Anticoagulants were suspended, and a heparin drip. Issue was stated to have been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported from the site that the patient continues to have a suspected pump thrombosis, as the progression of the hematuria and lactate dehydrogenase (ldh) elevation (5591 on (B)(6)). Treatment continue medically with heparin drip with goal of partial thromboplastin time (ptt) as 45-60, and preparations for surgical pump exchange will start if hemolysis will not improve. On (B)(6) 2017 patient was started on argatroban in addition to the heparin drip due to his likely ongoing pump thrombosis with now improving hematuria and increased ldh (7382). Patient will be continually follow by surgery team for a possible left ventricular assist device (lvad) pump exchange (lvad parameters flow >10, speed 2500, power >10). No surgical intervention now as risks outweighs the benefits. On (B)(6) 2017, even though he has been in anticoagulants therapy with no improvement on his ldh, continued with hemolysis and creatinine increasing, decision was made to take the patient to operating room (or) for pump exchange. On (B)(6) 2017, after pump exchange (lvad parameters flow 5.2, speed 2500, power 3.3) and discontinued the old driveline and debridement of old driveline infected site, patient is recovering well. Ldh also trending down and his kidney function back to normal (resolved hematuria). No additional information available heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.